Event description:
The physician was attempting to implant a 2.5 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the cx. The target lesion was reported to exhibit 90% stenosis and some calcification. The lesion was pre-dilated once using a 2.25 mm x 14 mm balloon at 12 atms. Eighty-five percent stenosis remained following pre-dilation. The endeavor sprint stent could not cross the lesion and was removed. Upon removal stent strut damage was observed. The device had been inspected prior to use with no abnormalities noted. Patient subsequently underwent CABG surgery. The patient was reported to be stable post procedure and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): results: (85% stenosis following pre-dilation, some calcification), (stent damage, failure to deliver the stent). Conclusions: (85% stenosis following pre-dilation, some calcification). Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon as per specifications. The first proximal stent segment was raised and pulled in a distal direction. A crown on the fourth distal stent segment was slightly raised. The guidewire entry port was slightly torn. The proximal pillow was partly disturbed.